Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to charge the pump despite the attempt of multiple cables and wall adapters. The usb cable and wall adapters were confirmed to be charging another device. The customer's blood glucose (bg) level was impacted (484 mg/dl). The customer went to the emergency room (ER) on (B)(6) 2016 to address elevated bg level. While in the ER the customer received insulin and fluids. The customer was in the ER for approximately 4 hours. Upon leaving the ER, the customer stated that their bg level was in target range and the customer was in stable condition. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.